Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had experienced high blood glucose level of 600 mg/dl and was hospitalized on (B)(6) 2017. The customer¿s current blood glucose level and at the time of the incident was 524 mg/dl. The customer was treated with pump. The insulin pump will not be returned for analysis.